Manufacturer narrative:
Physio-control determined that the cause of the reported issue was due to the user removing the charger from the device before the batteries were adequately charged, which resulted in the unexpected shutdown. After completing other unrelated repairs, proper device operation was observed through functional and performance testing, the device was returned to the customer for use.

Event description:
The customer contacted physio-control to report that their device is powering off unexpectedly. There was no report of patient use associated with the reported event.

Manufacturer narrative:
Physio-control performed an initial evaluation of the customer's device and verified the reported issue. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device is powering off unexpectedly. There was no report of patient use associated with the reported event.